Manufacturer narrative:
Additional narrative: manufacture date this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The type of this complaint is difficulty in removing an inserter from a cup.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Conclusion and justification status: the complaint states: the type of this complaint is difficulty in removing an inserter from a cup. The surgeon reamed the acetabulum up to 55mm and implanted a pinnacle cup (56mm) with the device in question. At that time, the surgeon could not remove the inserter from the cup. After unlocking the device, the surgeon inserted a version guide into the side of the black tightening dial of the device and rotated it to separate them, but could not remove the device. When he rotated it with excessive force, the handle of the device rotated and the cup came off from the acetabulum without separation from the device. Finally the cup and the device were removed by two people. Although the surgeon tried to impact the cup with looser connection to the device, the same incident occurred. By using a pinnacle straight inserter, the surgeon successfully impacted the cup. This time the cup and the device were easily separated. The surgery was completed with a 15-minute delay. This failure mode has been investigated previously by bioengineering. In an attempt to solve the issue of the cup sticking to the adaptor the testing of prototype designs created under eco-349186 took place, and research and development report l740 was created. The testing showed that the prototype designs reduced the frequency of locking between the cup and adaptor during testing, but did not eliminate the fundamental cause of sticking. Future monitoring will be via the post market surveillance process (sep 419). The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.